Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, non-sustained oversensing episodes due to right ventricular lead noise and low pacing impedance values were noted. Lead damage is suspected but not confirmed as no actions have been taken besides the patient being monitored. The patient was stable.

Event description:
Additional information received revealed that low pacing impedance and oversensing episodes were noted again on the right ventriccular lead during subsequent follow-up in clinic. The lead was capped on (B)(6) 2017 and externalized conductors were noted via x-ray imaging during the procedure. The lead was replaced and the patient was in stable condition.